Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the second dwell cycle of peritoneal dialysis therapy. The patient stated that they did not fully prime the patient line prior to connecting. There was no patient injury or medical intervention associated with this event. No additional information is available.